Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic due to syncope. Upon device interrogation, it was found that the right ventricular (rv) lead exhibited a high number of short v-v intervals and oversensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.